Manufacturer narrative:
A distributor engineer visited the customer to address the reported event. The distributor engineer found that the customer had voltage problems. The reported issue was resolved by replacing the power board. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under safety precautions states the following: systems should be connected to suitable power source make sure to connect the aia-360 analyzer to a power source that has ample capacity and is free of significant voltage fluctuations. Power sources with insufficient capacity or significant fluctuations in voltage pose a potential fire hazard. The most probable of the reported event is due to damaged power board.

Event description:
A customer reported the pumps and valves were activated after turning on the aia-360 instrument. A distributor engineer was dispatched to address the reported event, which resulted in a delay of alpha-fetoprotein (afp), cardiac troponin I (ctnl2), prolactin (prl), progesterone (prog ii) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.